Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4) ¿ aviva insight meter - system 1 - serial number ¿ (B)(4). Aviva expert meter - system 2 - serial number - unknown.

Event description:
Customer reportedly received the following results, with two different roche meters within 10 minutes: 254 mg/dl on aviva insight system (system 1) and 100 mg/dl on aviva expert system (system 2), 371 mg/dl on aviva insight system (system 1) and 150 mg/dl on aviva expert system (system 2), and 579 mg/dl on aviva insight system (system 1) and <200 mg/dl on aviva expert system (system 2). The same vial/lot of test strips were used on both meters. No adverse event reported. Requested return of the alleged device for evaluation.